Event description:
The reporter indicated that the device was explanted due to an infection.

Manufacturer narrative:
Summary of analysis: the lead has sustained some minor damage; however, the damage would not have contributed to the reported infection. The complaint of infection cannot be verified.